Event description:
Pt admitted on (B)(6) 2016 presenting with shoulder pain along with shortness of breath. On (B)(6), blood cultures x2 positive for infection; (B)(6) tee with noted echodense structures noted on the ICD leads and tricuspid valve/ ring c/w vegetation. Pt treated with antibiotics. On (B)(6), laser removal of ICD and leads performed. Heparin and coumadin restarted after procedure. Pressure dressing re-applied x2 throughout the night due to bleeding causing heparin discontinuation. On (B)(6), pt with complained of nausea, weakness, dizziness, shortness of breath and abdominal and le edema. Ldh increased from pt's baseline (400) to 1050. Heparin restarted along with IV diuresis. Ldh continued to rise peaked on (B)(6) to 1617 despite heparin gtt. Pt taken to surgery (B)(6) for lvad replacement.